Manufacturer narrative:
The device was received by (B)(4). The investigation is still in process. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device's gear box was not functioning. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.